Event description:
I was diagnosed with hashimoto's two years after implant. I'm the only person in my family with this condition. I've spent the last 8 years trying to get optimal, and keep symptoms from worsening. Four years ago, I was tested for lupus, ra, ankylosing spondylitis, and ms. All came back negative. It was determined I had fibromyalgia. Despite my best efforts, I continue to have daily pain and issues. All of this started after getting breast implants in 2005.